Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test after replacing the battery in a timely manner. The customer experienced high blood glucose level was 411 mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The customer was advised a replacement will be sent use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.